Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no adverse impact to the customer¿s blood glucose level. Customer performed a pump reset with guidance from technical support and successfully started their sensor session without further error codes.